Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and drainage tube placement. After completion of the procedure and before sheath removal, pericardial effusion was confirmed by soundstar. The patient had about 10 mm effusion of pericardial fluid. The blood pressure was around 70 at the time he left the catheter lab, heart rate 50-60. The patient moved to intensive care unit (ICU) for 1-day follow-up. The physician¿s opinion on the relationship between the event and the product was it was most likely that the issue occurred when brockenbrough (bb) was performed, but undeniable that it could have occurred during right pulmonary vein (rpv) isolation because the patient was large and with large respiratory movements. Considering the timing of blood pressure began to drop, the issue seemed to have occurred during either bb or rpv isolation. No abnormalities were observed prior to or during use of the product. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it was procedure related. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The patient had about 10 mm effusion of pericardial fluid and the blood pressure was around 70 mmhg, so vasopressor was administrated before he left the catheter lab. The patient moved to ICU for 1-day follow-up and pericardial drainage was performed. On the next day, 17-may-2024, drainage tube was removed and about 60 ml of pericardial fluid was aspirated. The patient's condition was stable and he was then transferred to the general ward for heart failure treatment. The patient fully recovered. The patient was scheduled to be discharged (B)(6) 2024.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31270345l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).